Manufacturer narrative:
Iu observed that the meter has a solid vertical line appearing in the middle of the display. Iu observed that the location of the vertical line on the display does distort the decimal point and digits during the simulation test, therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid vertical line appearing in the middle of the screen. Upon powering the meter on, without holding power button, the solid vertical line appears on all screens during performance testing. Iu observed that the meters serial number is below (B)(4). Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect. Additional finding: iu observed that the meter serial number label is faded and unreadable. Failure analysis indicated that there were scratches on the label and the labeling showed signs of wear. The defective back label appears to have been damaged by frequent cleaning with aggressive cleaning solution and/or mechanical abrasion. Due to the condition of the returned meter it has been concluded that the damage did not originate from the manufacturing process, and has been determined to be a result of customer mishandling. Failure analysis indicated that a defect with the inking application on the button assembly caused the graphics to appear faded. The customer's allegation of a solid line in the display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation of the customer's allegation.

Event description:
Patient's mother reported there is a black fine line in the display of the blood glucose monitoring device. Mother stated it affects the result area and a misinterpretation of the results is possible. Mother reported she does not know if the device has been dropped at some point. No further information is available. No physiological effects were reported. The patient's mother did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.